Manufacturer narrative:
Please note that this device (onyx trustar) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (onyx frontier). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one euphora coronary balloon catheter ruptured suddenly in the proximal lad during balloon inflation to 14 rbp into two parts during withdrawal. The device was being used to predilate the lesion. An attempt was made to retrieve the balloon but it got stuck on the wire, therefore the balloon and wire were removed from the patient¿s body together. The balloon detached along with the shaft and migrated into two different arteries. The fragmented balloon parts detached and could not be removed. The lesion being treated was non-tortuous, mildly calcified lesion with 65% stenosis in the proximal left anterior descending (lad) artery. Upon examining the device after retrieval, it appeared that the markers of the balloon had detached along part of the shaft and were still in the patient. It also appeared that the marker bands were still connected for a while but after rewiring / removing the wire it seemed the marker bands moved and got separated eventually. Angio showed at that time that there was one marker floating in the ao rta and one floating in the lm, but they still seemed to be connected. They then migrated in to the distal diagonal and the distal om where they remain. It was not possible to retrieve the detached markers by any means. The device was inspected prior to use with no issues. Negative prep was performed with no issues. There were no difficulties noted when removing the sheath and stylette. The lesion was pre-dilated. No issues were noted during inflation of the device. A 40/60 contrast/saline solution was used. The balloon was inflated once prior to the deflation difficulties. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. The device was kinked and re-straightened during use. A medtronic trustar stent was implanted in the patient's artery after the balloon rupture issue occurred. The trustar stent was successfully implanted however four days post procedure the patient underwent repeat catheterization due to suspected stent thrombosis and st elevation. There was no issues noted during trustar stent deployment. The trustar stent was fully expanded and with good flow in all branches-timi3. The trustar stent remains in the patient. The patient is on a regular aspirin regimen and it was advised to take plavix at a dose up to 100 mg permanently. It was unable to be confirmed with certainty if the thrombus was directly related to the use of the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex b code. The device was not moved or repositioned while inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.